Event description:
It was reported that sometime post a port placement, the patient allegedly experienced pain. It was further reported that kink was allegedly found in the port catheter. Furthermore, antibiotics were prescribed for cyst and puss found in the pocket of the port. Reportedly, the port was removed. The patient is reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter kink issue as no objective evidence was provided for review. Furthermore the clinical condition alleged in the reported event cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced pain. It was further reported that kink was allegedly found in the port catheter. Reportedly, antibiotics were prescribed for cyst and puss found in the pocket of the port. The port was removed. The patient is reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter kink issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced pain. It was further reported that kink was allegedly found in the port catheter. Reportedly, antibiotics were prescribed for cyst and puss found in the pocket of the port. The port was removed. The patient is reported to be stable.